Event description:
It was reported that the patient received inappropriate shocks. It was also reported that there were high right ventricular (rv) pacing thresholds. The lead was explanted. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that the patient received inappropriate shocks. It was also reported that there were high right ventricular (rv) pacing thresholds. The lead was explanted. There were no further patient complications reported as a result of this event.